Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was on. A field service engineer (fse) found the machine powered on and usable, however, the drawers 4.1 and 4.2 were nonfunctional, and no lights were observed on the pyxis module board. The fse replaced the pyxis module board, after which a short power cycle issue was noted. Drawer 4.1 was disconnected to restore power, and the drawer 4.1 controller was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis unable to power on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.